Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a dissection occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesions were located in the left circumflex coronary artery (lcx), which was more than 95% stenosed, mildly tortuous, and non-calcified, and in the left anterior descending artery (lad), which was 85% stenosed. After the lesions were pre-dilated with a 2.50x15mm non-boston scientific balloon catheter, a 3.50 x 24mm synergy xd drug-eluting stent (des) was fully deployed at 12 atmospheres. However, a flow-limiting distal stent edge dissection was observed post-deployment. Another 3.00x24mm synergy xd des was deployed to cover the dissection, and the procedure was completed. No patient complications were reported, and the patient remained stable post-procedure.